Event description:
The customer reported that the device, 2001m-c, padpro:ad;rtrans el/lw, 12x7, was being used during a defibrillation/cardioversion on (B)(6) 2022 when it was reported ¿padpro ref 2001m-c failed to be recognized by multiple (4) physio control lp20e defibrillators.¿. There was no report of patient outcome. There was no report of injury, medical intervention, or hospitalization for the patient. Follow up questioning and telephone communication with the reporter was conducted to gain more information; however, to date no further information has been received from the reporter regarding this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that visually examine the pad before placement. Check that adhesive is intact and undamaged. Do not use any damaged pads, replace pads if necessary. Apply the multifunction electrodes to patient, in accordance with your institution¿s protocol, by firmly rolling the electrode from top to bottom. Ensure that the total surface area of the electrode is in contact with prepared skin. Always apply electrodes to flat areas of skin. If possible, avoid folds if skin such as those underneath the breast or those visible on obese individuals. Poor electrode pad-to-patient contact may result in defibrillator alarm, prompt or other indication. Check all electrical and patient connections from the device to skin. If the indication continues, refer to the defibrillator instruction for use or consult the defibrillator manufacturer. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001m-c, padpro:ad;rtrans el/lw, 12x7, was being used during a defibrillation/cardioversion on (B)(6) 2022 when it was reported ¿padpro ref 2001m-c failed to be recognized by multiple (4) physio control lp20e defibrillators.¿. There was no report of patient outcome. There was no report of injury, medical intervention, or hospitalization for the patient. Follow up questioning and telephone communication with the reporter was conducted to gain more information; however, to date no further information has been received from the reporter regarding this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.